Event description:
On (B)(6) 2014, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up/down arrow keypad buttons were intermittently responsive for a month. The patient reportedly wanted to increase the carbohydrate amount and was unable to when trying to use the up arrow button. The patient denied damage to the keypad or that the pump was exposed moisture. The patient reportedly cleaned the pump once a month using a non-abrasive soap solution. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2015 with the following findings: the returned battery cap used for investigation. There was no damage observed on keypad; the keypad button symbols were faded. All keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under all button key contacts. Unrelated to the complaint, the display was dim; the text had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).